Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a device used for kyphop lasty spinal therapy. It was reported that the ibt did not return when it was pulled up. Even the lcd was lit red, but the numbers did not come out anymore. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information received from manufacturer representative that the ibt was pulled out and it didn't come back. The liquid crystal also glowed red and no numbers came out when preparing for the ibt, the handle was pulled to apply negative pressure, but then the handle did not return. It happened at the back table. Additional information received from manufacturer representative that the lock on the handle can be gripped (although it is not working), the issue should be on ibt. Ibt couldn't be undone once pulled it back. It is no longer possible to set the system from negative pressure to pressurization.

Manufacturer narrative:
G2: country of origin is japan. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.